Event description:
It was reported that the implant at tooth site 36 fractured at the implant collar two years after the placement. Impllant loaded with zfx abutment.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided.

Manufacturer narrative:
Zimvie received one (1) tsv4b11, tapered screw-vent implants with mtx surface for evaluation. Visual evaluation was performed, product was evaluated and filed - the implant has signs of use, and was observed fractured at the collar region. This complaint refers to the tsv4b11, tapered screw-vent implants with mtx surface DHR review was completed for the subject lot number 1221642. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1221642 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture: implant¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.